Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, the foreign material could not be identified, and it was unknown if the reprocessing was performed in accordance with the instructions for use. In addition, there was no physical damage found at the location where the foreign material remained. A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: detection method is described in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the subject device exhibited white foreign material in the jet-tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.